Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the unspecified channel(s) of the subject device tested positive for brevundimonas diminuta.(76 cfu/endoscope in total). The subject device was manufactured after an elevator mechanism design change in january 2016. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the biopsy channel tested positive for unspecified bacteria(10cfu/100ml) and the air water channel tested positive for unspecified bacteria ( 5cfu/100ml). The suction channel for the testing indicated no microorganism growth. Following the microbiological test, (B)(4) evaluated the subject device. The evaluation confirmed scratches and sediment within the biopsy channel near the angulation portion. The evaluation also confirmed wear and tear in the insertion tube.